Event description:
A customer reported out of range quality control result for cardiac troponin I (ctnl 2) on the aia-360 analyzer. The customer states they have done the 6 month maintenance and recalibrated but the issue remains. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2).

Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse instructed the customer to disinfect the analyzer and the substrate line with fresh bleach. The customer completed disinfecting and performed a ctnl2 qc run, which completed without error and within acceptable range. The customer later performed another qc run and level 1 was out of range high, fse performed the qc again and got same high result. The fse replaced the wash probe and ran already prepared qc and qc were without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two similar complaints identified during the searched period, which includes this event. The st aia-pack ctnl2 analyte application manual states the following: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event is due to faulty wash probe.

Manufacturer narrative:
The wash probe was returned to tosoh instrument service center for investigation. Visual inspection confirmed the probe was fractured. Functional testing was also attempted and the analyzer failed to boot up correctly, confirming the reported event was due to failure of the wash probe.